Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that during the CT clinical patient procedure, while unloading the patient, the patient support un-commanded movement occurred even after the button was released. The philips field service engineer (fse) confirmed that the scan was completed successfully and there was no harm to a patient, operator and bystander. The fse reviewed the log files and determined there was a stuck button error in the right side gantry panel failed. The fse replaced the right rear gantry control panel on the CT system and proactively replaced the vertical brake to resolve the issue.

Manufacturer narrative:
(B)(4). On 07-may-2015, the customer, (B)(6), reported that during the CT clinical patient procedure, while unloading the patient using the down button of the gantry control panel, the patient support continued to move downward even after the button was released. There was no harm to a patient, operator or bystander due to this issue. The operator contacted the philips help desk and a field service engineer was dispatched to the site. The fse evaluated the system and checked the log files. The fse found stuck button errors in the log files. Therefore, the fse checked the gantry panels and found that a button was stuck on the rear right gantry control panel. The fse replaced the rear right gantry control panel to resolve the issue. After the service, there have been no further recurrences of the event at the site. The fse provided log files/bug reports for engineering analysis. However, the defective parts were discarded. Engineering evaluated the log files and determined that the log only contains a single logger. Mdb file which does not indicate any stuck buttons. The complaint does not indicate a time of occurrence. Without the can trace logs and time the engineer could not investigate this complaint for a root cause. CT engineering determined that the risk was acceptable with the following mitigations for this issue: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: - stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion emergency stop controls enable termination of motion in hazardous condition emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited engineering evaluated the log files and could not find any instance of stuck buttons. Since there were no part returned from the field, a root cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to stuck button on the rear right gantry control panel.